Event description:
It was reported that a hole in the bd pegasus¿ safety closed IV catheter system needle tubing adapter extension caused blood to leak out onto the patient. The following information was provided by the initial reporter, translated from chinese to english: "the nurse opened a complete package of airtight needle-proof venous indwelling needle for the patient to puncture. After successful puncture, it was found that the indwelling needle extension tube seat had a hole and a large amount of blood gushed out from there, causing blood in the hands of the patient and the puncture. Increased the risk of nosocomial infection, so immediately replaced with a new indwelling needle, which caused the patient the pain of the second puncture, and no other adverse consequences."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-23. H6: investigation summary a device history review was conducted for lot number 0272290. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted has been reviewed by our team of quality engineers. During the course of their review, they were able to observe damage to the body of the device that is consistent with manufacturing abnormalities. Due to variance in the manufacturing process it is possible for a misalignment to occur during automated station transfer. This misalignment can result in the observed damage. After reviewing the manufacturing process our engineers have determined that the optimization of occlusion testing will mitigate the reoccurrence of this issue in the future; our facility has made these necessary alterations to our procedures. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole in the bd pegasus¿ safety closed IV catheter system needle tubing adapter extension caused blood to leak out onto the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse opened a complete package of airtight needle-proof venous indwelling needle for the patient to puncture. After successful puncture, it was found that the indwelling needle extension tube seat had a hole and a large amount of blood gushed out from there, causing blood in the hands of the patient and the puncture. Increased the risk of nosocomial infection, so immediately replaced with a new indwelling needle, which caused the patient the pain of the second puncture, and no other adverse consequences."